Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastrectomy, double feeding occurred when the device was fired repeatedly and the clip was malformed. The device was used on the blood vessel. The clip which was not fed properly was retrieved outside of the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded and will not be returning.